Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-sep-2025, it was reported that a beta bionics ilet user¿s device screen was cracked and unresponsive, preventing use of the pump. The user reverted to backup therapy while a replacement device was arranged. No outside medical intervention was required.